Manufacturer narrative:
Report amended to refelect test results from issue sample. - attachment: [lot# 181227-54 retain sample tensile test.pdf, lot# 181227-54 return sample tensile test.pdf].

Event description:
It was reported that size 4/0 polypropylene suture broke during normal procedure. The distributor has been contacted several times and hasn't provided details of the event. The only known information is the product number. (8682p) either lot# 190425-56 or lot# 181227-54 is associated with the event. Testing and investigation was completed on both lots for documentation purposes. If additional information is received a supplemental MDR will be submitted. Amendment: testing and investigation was completed per issue lot# 181227-54.

Event description:
It was reported that size 4/0 polypropylene suture broke during normal procedure. The distributor has been contacted several times and hasn't provided details of the event. The only known information is the product number. (8682p) either lot# 190425-56 or lot# 181227-54 is associated with the event. Testing and investigation was completed on both lots for documentation purposes. If additional information is received a supplemental MDR will be submitted.